Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-dec-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rrn to MFR? No, mfg date: 09-jul-2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the patient experienced perforation and cardiac tamponade. Two hundred cubic centimeters of blood were removed. The leadless ipg and delivery system were removed and the patient received a transvenous pacemaker system the following day. No further patient complications have been reported as a result of this event.